Manufacturer narrative:
The device was returned for analysis. The preliminary analysis indicated: pre-repair temperature test, after 1 minute running @ 30,000 rpm: front bearing =83 f, motor = 84 f, rear bearing = 86 f. T ambient = 78 f. The m5 is running too noisy and sounding roughly. The rear end parts are polluted with foreign debris. The motor/cable assembly is worn. Parts need to be replaced. The m5 has been completely disassembled, inspected and thoroughly cleaned. Parts mentioned above and additional parts were replaced. The m5 has been successfully tested. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation was not performed; the device was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
The sales representative reported the hand-piece needed maintenance as it was not working properly. The motor was overheating, and having irregular rpms. There was no patient involved.